Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument was found while prepping for cases. Was not used on patient.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the device associated with this report was returned for analysis. Although there was not a specific allegation reported for this device, visual exam found that the tip broke off the inserter. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3